Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states the blue adapter is cracked and there is a leak in the silicone extension. The hospital tried to use palindrome repair kit. The leak was sitting further down the catheter and made it impossible to use the palindrome repair kit. The catheter was inserted (B)(6) 2007. The catheter was pulled and replaced. There was no pt injury.